Event description:
It was reported that patient had acute event, ischemic bowel, vasodilatory septic shock, status post emergent exploratory laparotomy (ex-lap) sbr, over the weekend and in this setting of low flow alarms. There were no events since clinical stabilization. Log file review captured multiple low flow events on (B)(6) 2023 between 10:03 am and 10:33 am. Flows dropped as low as 1.4 lpm. The nature or cause of ischemic bowel was embolic vs. Flow mediated mesenteric ischemia most likely diagnosis. The patient was in critical condition. They underwent abdominal washout, wound vaccuum placement to their abdomen, jejunojejunostomy, ileoileostomy on (B)(6) 2023. The patient had abdominal wound closure on (B)(6) 2023. There were no other alarms. Computed tomography (CT) abdomen/pelvis without intravenous (IV) contrast was performed: impression: extensive portal vein gas in the left hepatic lobe and multifocal loops of small bowel with pneumatosis, some with mural thickening, and multifocal gas in the mesenteric venous branches. Findings highly concerning for small bowel ischemia. No pneumoperitoneum. Diffusely dilated small bowel, likely related to ischemia, but no evidence of abrupt transition point to indicate obstruction. Percutaneous endoscopic gastrostomy (peg) tube tip is within the gastric lumen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log file confirmed transient low flow alarms at the time of the reported acute event that were consistent with the pump experiencing a reduction in flow from the patient. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Transient low flow alarms were captured on (B)(6) 2023. It was noted that pulsatility index (pi) was elevated at the time of the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and sepsis as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.